Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 to august 06, 2019 from 6 am to 5 pm due to high blood glucose levels and diabetic ketoacidosis (dka). It was reported that the customer had high blood glucose levels of 23 mmol/l to 33mmol/l at the time of incident. It was reported that the customer had current blood glucose levels of 4 mmol/l. It was reported that the customer called emergency medical services on first day and the second day went to emergency room. It was reported that the customer experienced symptoms related to their high blood glucose levels included abdominal pain, difficulty breathing and chest pain. Troubleshooting was not completed at the time of call. Product is not expected to return.